Event description:
Patient went into an irregular heart rhythm (vf: ventricular fibrillation). Rn attempted to defibrillate patient with zoll paddles and no shock was delivered. Hands-free defibrillation pads were then applied to patient and a successful shock was delivered - heart rhythm back to normal sinus rhythm.